Manufacturer narrative:
The factory confirmed a leak. The cause of the defect was determined to be excessive solvent inadvertently adhering to the heat exchanger outlet port. An equipment modification was effected to prevent excessive solvent deposition.

Event description:
Blood leak at connection between heat exchanger and fiber bundle. Pt is ok.